Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
It was reported by the customer "a nurse noted a patient had leaking at the connection of the y-site port and it's tubing after a home infusion of 5fu. Patient was accessed at ccf main campus and disconnected at ccf avon."